Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer stated that the batteries were out of the insulin pump greater than the duration allowed. The customer was informed that the alarm was normal insulin pump behavior. The customer was advised to monitor the device for any issues. The customer did not return the product back for analysis.